Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant it was not possible to retract the helix of this right atrial (ra) lead. The lead was removed from the boy and it was noted that the fixation tool spun freely and loosely and the helix would not extend or retract. The lead was not used and returned for analysis. No adverse patient effects were reported.